Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. It was reported that drive support cap appeared normal. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to verify other alarms due to the motor error alarms. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window and a missing end cap sticker.